Event description:
The customer reported out of range normal control solution test results with test strips. On 12/7/96, she opened the second box from a box of fifty and obtained a normal control solution result of 181 mg/dl. The customer called co customer support line and, with the rep performed two back to back normal control solution tests. The results were 178 and 181 mg/dl versus a normal control solution range of 113-169 mg/dl. The control solution, lot #vc296, expiration 3/98, was opened two weeks ago and was shaken vigorously before the sample was applied. A check strip test was performed with the rep. The result was 87 versus a check strip range of 70-92. The desiccant is in the open bottle. The customer stated the first bottle performed accurately. The customer stores the test strips in the bedroom.

Manufacturer narrative:
Customer's bottle was reported to have been opened on 12/7/96 therefore, 4/15/97, return product has not been received. Dsi could not confirm complaint based on retention sample test results. No further investigation possible.